Manufacturer narrative:
(B)(4).

Event description:
It was reported that scv coil on dual coil defibrillation lead exhibited damaged and out of range lead impedance. Shock configuration changed to rv coil to can. No further information is available.